Event description:
This pt was being treated for cardiovascular disease. During the coronary procedure, after the physician engaged the guiding catheter (ebu 3.5), a guide wire (athlete gt soft) was inserted. Pre-dilation was conducted with a classic balloon (2.5x20mm). Inflation time and pressure are unknown. A cypher stent (2.5/18mm) was successfully deployed to the target lesion (posterior lateral branch) however, the physician felt resistance, and removed the unit from the pt. When the physician inspected the cypher stent, the proximal end of the stent was found to be out of shape. Therefore, a different cypher stent (same size) was used and the procedure was finished unventfully. The vessel was 90% occluded. Lesion characteristics are unknow . Pre, intra, and post procedure medications are unknown.